Event description:
During a stroke interventional procedure, a piece of the reperfusion catheter broke off inside the patient's left internal carotid artery. This situation appears to be a malfunction of the red 43 penumbra catheter. The physician was able to pull out the broken piece with a snare catheter and both sides of the broken catheter were retained. There were no apparent complications for the patient and the case was completed successfully.